Event description:
Customer used her cup for 5 cycles before her iud was removed while using the cup. Customer insisted that she broke the seal each time for removal and plans to get her iud replaced in the future. Instructions for use (IFU) states to consult your physician before using your cup with an iud. We have since updated our instructions to add the language "be sure to break the seal before removing your saalt cup to avoid dislodging your iud."